Event description:
It was reported that during a follow-up, high, out of range pacing lead impedance and an increase in capture threshold were observed on the rv lead. The changes corresponded with radiation treatment. A fluoroscopy did not reveal any visual defects on the lead. The pace/sense portion of the lead was capped and replaced.